Event description:
It was reported, following replacement of the leads in april, impedance values were >4000 ohms on some of the bipolar pairs. The pt was having their second reprogramming since replacement. The outcome was unk at the time of this report. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4)